Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The lesion was located in the mid left anterior descending (lad) artery. Details of the lesion are unknown. The shaft of the taxus liberte 3.50mm x 16mm paclitaxel-eluting coronary stent system broke during the procedure and was retrieved without incident. No patient injuries or complications were reported. The patient's status was reported as "good."

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing records for this batch shows that the device met its material, assembly, and product specifications. The most probable root cause has been attributed to handling damage. Product unavailable for analysis.